Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe had error u-02; a power cycle was completed and error still returned. Technical support engineer (tse) advised hard power cycle that did not correct. A backup generator e-200 was connected to continue case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to an error with u-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned to failure analysis, and the reported issue was confirmed using system logs which revealed error u-02. Upon visual inspection, a related issue was found. The erbe was tested using the system, and the unit displayed error u-02 at startup and remained stuck on intuitive splash screen. The u-02 condition prevented access to the erbe logs. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. The probable root cause could not be determined. However, a root cause is likely due to an electrical component failure within the erbe.